Event description:
Pt who was implanted with bengal cages and non-depuy anterior cervical plate and screws has experienced electric shock due to radio frequency and telemetry. Her mother has a heart defibrillator set up with telemetry to record and send data at her home. The pt phone has the same radio frequency. Although there appears to be no possible connection between the depuy cage and the pt event there is the remote possibility that this could lead to a revision to remove hardware. In this case the metal implants are not depuy, but we do make cervical fixation hardware. Depuy spine has decided to take a very conservative approach and file MDR to document this event.

Manufacturer narrative:
Carbon fiber reinforced peek is an insulator and would not conduct electricity nor be a telemeter. Peeks good telemetry properties, means that it does not interfere with telemetry signals because of its non-conducting properties. Based on our understanding of the issue and the property values of the material, there is no connection that can be made between the problem experienced by the pt and the depuy spine implant.